Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box showed call service 078 alarms with a rewind step. The call service 078 alarm was duplicated during testing. The pump was opened to find internal moisture corrosion on the motor flex connector and flex cable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.